Event description:
While running qc controls on the coulter act diff 2 analyzer instrument, the customer reported a blue fluid leaking from under the instrument. The volume was reported as 5 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) found the waste pump stopped working causing the waste to build up in the system and overflowed the wbc and rbc baths. The fse replaced the waste pump and resolved the leak reported. (B)(4).